Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when inserting the locking screws into the plate, the surgeon repeatedly adjusted the angle. The screw was then inserted to the final position, and the head of the screw passed through the hole of the plate and became embedded in the bone. The screw was removed without problem."